Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. As a precaution, the collimator was recalibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the collimator was closing down intermittently. This may cause the system to lock up, resulting in a recoverable loss of imaging functionality. There is no report of injury or death associated with this event.